Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported infusion device was giving incorrect insulin delivery. Patient stated an e6 (mechanical error) message appeared on the display of the infusion device. Patient reported turning the infusion device off and then on and then replaced the insulin cartridge. Patient stated when attempting to give a bolus, an error displayed on the screen; patient could not recall what error. Patient reported no insulin was delivered. Patient reported attempting to give another bolus and again insulin was not delivered although the display of the infusion device showed that insulin was delivered. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result e6 was found in the history. The technical investigation of the pump showed that after the e6 error message a rewind (change the cartridge function) was accomplished. Make sure to insert a new battery like recommended by rdc and rewind the piston rod to eliminate the e6 error message. Error e6: mechanical error. There is no further e6 in the device history after the accomplished rewind. If no further e6 appears, there is no hint of a technical defect in the device. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specification. All alarm functions were tested successful and no malfunction could be observed during the technical investigation. Adapter / battery cover: the adapter and the battery cover passed the optical inspection. The problem mentioned by the customer is related to mishandling of the product by the customer.